Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the right foot is in a boot as the patient told the dealer that he broke his tibia and fibula when he fell out of the chair. Dealer does not know if this was due to the right arm falling off. The consumer has been duct taping the arm on to the chair. The dealer stated he found that the bolts in the arm assemblies are sheared off.